Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of under 20 mg/dl at the time of the incident. The customer was at 62 mg/dl at the time of the call. The customer was given glucagon to treat the low with hospitalization and used juice and food to treat the current low. The customer's blood glucose went up to 226 mg/dl which they treated for by resuming pump delivery and eating food. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer has ongoing sensor glucose versus blood glucose differences. The customer also had another low event on (B)(6) 2018 of under 20 mg/dl. The insulin pump will be returned for analysis.